Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow button did not respond when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact (no lifting or peeling), the pump was intermittently responding to up and down arrow button, all key contacts were inverted and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.